Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty during an infusion set change while using an inset infusion set, in which the tubing became caught under the adhesive, leading to an incorrectly deployed set and improper connector attachment. Symptoms included no reported changes in blood glucose. Outcomes included successful resumption of insulin delivery after a guided full supply change and user education, with no alerts or alarms and no medical intervention. Investigation included telephone troubleshooting and education focused on correct infusion set deployment and connection technique. Investigation of this case revealed user handling error related to infusion set application and connector attachment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set deployment.